Manufacturer narrative:
A ge service rep performed an onsite investigation. The rep recommended that voltage monitor going into the fluoro functions board be monitored. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would display a communication error message. No pt injury was reported.